Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc broke/separated. The following information was provided by the initial reporter: a 16-gauge IV (intravenous line) was placed in the patient's right wrist. On [redacted], a nurse noticed that the IV was leaking. Upon removal, the IV had broken at the hub and the plastic catheter tubing remained in the wrist. X-ray revealed the IV catheter in the distal radius soft tissue. Attempts to remove it at the bedside were unsuccessful, and the patient was sent to the or (operating room) for surgical extraction.